Manufacturer narrative:
02-aug-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Front main tuft of the brush detached itself in mouth - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the front main tuft of the oral-b manual toothbrush detached itself in his mouth. No injury was reported. 22-apr-2024 follow up via email: the suspect product lot was 4017d661qo. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return

Event description:
Front main tuft of the brush detached itself in mouth - oral-b [device breakage] case narrative: male consumer via e-mail stated that the front main tuft of the oral-b manual toothbrush detached itself in his mouth. No injury was reported. 22-apr-2024 follow up via email: the suspect product lot was 4017d661qo. No injury was reported.

Manufacturer narrative:
14-jun-2024 product investigation results: product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Front main tuft of the brush detached itself in mouth - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the front main tuft of the oral-b manual toothbrush detached itself in his mouth. No injury was reported. 22-apr-2024 follow up via email: the suspect product lot was 4017d661qo. No injury was reported.